Event description:
Information was received from a consumer regarding a patient receiving dilaudid 10mg/ml at 2.248mg/day via an implantable pump. The indication for use was non-malignant pain. The patient reported the implant got "twisted" so they couldn't get any medications. Per the patient this happened twice. When asked if anything had been done to resolve the issue the patient stated "I guess they took it out and straightened it out then put it back in" and on (B)(6) 2016 they anchored the pump. The patient planned to follow up with the healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.